Event description:
It was reported that the patient had an unspecified complications related to anesthesia postoperatively. Additional information was received that the patients non-device related health issue and age being under anesthesia caused patient to become confused and highly medicated required extra monitoring. The patient is currently doing well.

Manufacturer narrative:
Exact date unknown, event occurred few months ago from the aware date.

Event description:
It was reported that the patient had an unspecified complications related to anesthesia postoperatively.